Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra mini meter displayed an unidentified, other message. The complaint was classified based on the customer care advocate's (cca) documentation since the pt could not be reached to provide additional information. The pt said, the meter issue started about 8:30 am (central time) on the same day. The pt reported feeling shaky after the product issue started. The pt ate food and/or drank beverage. She received no medical intervention. The cca walked the pt through resolving the product issue. The test strips were replaced. The complaint is reported because the pt alleges she was unable to obtain a reading on the lfs product and afterward felt shaky. She claims, she ate food and/or drank beverage due to the issue.